Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation when laying on the left side, due to the left ventricular lead. The pacing polarity was reprogrammed and the lead remains in use. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.